Manufacturer narrative:
Exact date unknown, event occurred in two years ago, based on the date the manufacturer became aware of the event. Explant date: procedure happened two years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2138500. Model: sc-2138-50. Serial: (B)(4). Batch: 152928/155024.

Event description:
It was reported that the patient was not getting pain relief. The patient underwent an explant procedure and was doing well post-operatively. The explanted device components were not returned.